Event description:
Product analysis was completed on the returned lead. Note that since the majority of the lead assembly (body) including the connector ring quadfilar coil and electrode array section was not returned; for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the missing connector ring quadfilar coil. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Abrasions were observed in various areas, but they did not penetrate. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No discontinuities in the returned portion of the device which may have contributed to the stated allegation of ¿high impedance¿ were identified.

Manufacturer narrative:
H3. Device evaluated by MFR, corrected data: follow-up report #1 inadvertently did not check yes.

Event description:
The generator and lead were received following the patient¿s death, reported in MFR report 1644487-2020-00461. During product analysis, high impedance was seen in the generator data. The high impedance was seen post explant, however as the impedance went from a high impedance value to a second high impedance value the first date of high impedance is unknown. Product analysis was completed on the return generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.987 volts, and the memory locations on the generator indicated that 48.434% of the battery had been consumed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. Programming history was reviewed for the generator, and no anomalies were seen. There was no high impedance in the programming history. Product analysis for the suspect product (lead) has not been completed to date. No other relevant information has been received to date.